Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's husband reported that his wife's infusion set's tubing got detached from the quick release. The site location was at the patient's abdomen and the pump was worn on the same side in relation to the site. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation performed on the returned used device (2 tubing's), it was found that the tubing's were detached from the tubing connectors. No further information available.